Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 additional segments of coiled metal wire'), device dislocation ('essure device migrated out of tube'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight:175 lbs. Concurrent conditions included hypothyroidism, right lower quadrant pain and uterine bleeding. Concomitant products included levothyroxine and levothyroxine sodium (synthroid) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine haemorrhage (" uterine bleeding"), dysuria ("urinary problems"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy") and mood swings ("hormonal changes-mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis ("autoimmune diagnosed: hashimoto's\autoimmune hypothyroidism"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (ablation and salpingectomy bilateral). Essure was removed on 23-nov-2018. At the time of the report, the device breakage, device dislocation, autoimmune thyroiditis, uterine haemorrhage, dysuria, weight increased, alopecia, fatigue, dyspareunia, migraine, allergy to metals, mood swings, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding),general abnormal bleed, autoimmune diagnosed: hashimoto's, bladder problems., urinary problems, hormonal changes, weight gain, hair loss, fatigue. Discrepancy: previous date of insertion (B)(6) 2013. In current pfs date of insertion (B)(6)2013. Current weight:175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion; in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: hashimoto's thyroiditis, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received-event hormonal changes updated to mood swings. New event added:uterine bleeding, seriousness criteria removed for genital hemorrhage and autoimmune thyroiditis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 additional segments of coiled metal wire'), device dislocation ('essure device migrated out of tube'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight:175 lbs. Concurrent conditions included hypothyroidism, right lower quadrant pain and uterine bleeding. Concomitant products included levothyroxine and levothyroxine sodium (synthroid) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine haemorrhage ("uterine bleeding"), dysuria ("urinary problems"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy") and mood swings ("hormonal changes-mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis ("autoimmune diagnosed: hashimoto's\autoimmune hypothyroidism"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abscess ("abscess nos"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, autoimmune thyroiditis, uterine haemorrhage, dysuria, weight increased, alopecia, fatigue, dyspareunia, migraine, allergy to metals, mood swings, bladder disorder, urinary tract disorder and abscess outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, autoimmune thyroiditis, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding),general abnormal bleed, autoimmune diagnosed: hashimoto's, bladder problems., urinary problems, hormonal changes, weight gain, hair loss, fatigue. Discrepancy: previous date of insertion (B)(6) 2013. In current pfs date of insertion (B)(6)2013. Current weight:175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion; in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: hashimoto's thyroiditis, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pfs received. Reporter's information added.event: abscess nos were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 additional segments of coiled metal wire'), device dislocation ('essure device migrated out of tube'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight:175 lbs. Concurrent conditions included hypothyroidism, right lower quadrant pain and uterine bleeding. Concomitant products included levothyroxine and levothyroxine sodium (synthroid) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine haemorrhage (" uterine bleeding"), dysuria ("urinary problems"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), allergy to metals ("nickel allergy") and mood swings ("hormonal changes-mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced autoimmune thyroiditis ("autoimmune diagnosed: hashimoto's\autoimmune hypothyroidism"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and abscess ("abscess nos"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, autoimmune thyroiditis, uterine haemorrhage, dysuria, weight increased, alopecia, fatigue, dyspareunia, migraine, allergy to metals, mood swings, bladder disorder, urinary tract disorder and abscess outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, autoimmune thyroiditis, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding),general abnormal bleed, autoimmune diagnosed: hashimoto's, bladder problems., urinary problems, hormonal changes, weight gain, hair loss, fatigue. Discrepancy: previous date of insertion (B)(6) 2013. In current pfs date of insertion (B)(6) 2013. Current weight:175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion; in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: hashimoto's thyroiditis, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 additional segments of coiled metal wire'), device dislocation ('essure device migrated out of tube'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)'), genital haemorrhage ('general abnormal bleed') and autoimmune thyroiditis ('autoimmune diagnosed: hashimoto's') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight:175 lbs. Concurrent conditions included hypothyroidism, right lower quadrant pain and uterine bleeding. Concomitant products included levothyroxine and levothyroxine sodium (synthroid) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, autoimmune thyroiditis, bladder disorder, dysuria, hormone level abnormal, weight increased, alopecia, fatigue, dyspareunia, migraine, allergy to metals and urinary tract disorder outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding),general abnormal bleed, autoimmune diagnosed: hashimoto's, bladder problems., urinary problems, hormonal changes, weight gain, hair loss, fatigue. Discrepancy: previous date of insertion (B)(6) 2013. In current pfs date of insertion (B)(6) 2013. Current weight:175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion; in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: hashimoto's thyroiditis, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr was received. New events: device breakage, abnormal bleeding (vaginal), dyspareunia, migraines/headaches, nickel allergy, device migration were added. New reporters were added. Patient demographic was added. Date of insertion updated. Concomitant conditions were added. Concomitant drug was added. Lab data was updated. Event onset dates were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('3 additional segments of coiled metal wire'), device dislocation ('essure device migrated out of tube'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)'), genital haemorrhage ('general abnormal bleed') and autoimmune thyroiditis ('autoimmune diagnosed: hashimoto's') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight:175 lbs. Concurrent conditions included hypothyroidism, right lower quadrant pain and uterine bleeding. Concomitant products included levothyroxine and levothyroxine sodium (synthroid) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, autoimmune thyroiditis, bladder disorder, dysuria, hormone level abnormal, weight increased, alopecia, fatigue, dyspareunia, migraine, allergy to metals and urinary tract disorder outcome was unknown and the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding),general abnormal bleed, autoimmune diagnosed: hashimoto's, bladder problems., urinary problems, hormonal changes, weight gain, hair loss, fatigue. Discrepancy: previous date of insertion (B)(6) 2013. In current pfs date of insertion (B)(6) 2013. Current weight:175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: result: total bilateral occlusion; in (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: hashimoto's thyroiditis, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleed') and autoimmune thyroiditis ('autoimmune diagnosed: hashimotos') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the autoimmune thyroiditis, bladder disorder, dysuria, hormone level abnormal, weight increased, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, bladder disorder, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding),general abnormal bleed, autoimmune diagnosed: hashimoto's, bladder problems., urinary problems, hormonal changes, weight gain, hair loss, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dysmenorrhea (cramping), bleeding menorrhagia (heavy menstrual bleeding),general abnormal bleed, autoimmune diagnosed: hashimoto's, bladder problems., urinary problems, hormonal changes, weight gain, hair loss, fatigue. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.